Event description:
Rptr has used the device for 1 year and has never been told his sterilizer was a problem. Rptr sent a test kit back to MFR without running it through his autoclave. This was to check and see how rapidly MFR would respond. He has not received any comment or notification from them. His check seemed pretty clear that if his autoclave failed, their product would not have indicated the failure. The entire year of testing was probably not valid. On 2/6, he sent another sample to MFR without autoclaving it. Still he has received no response. Rptr believes his autoclave to be working ok but obviously the monitoring system is not working. He believes hundreds or thousands of dental offices use this product. Two samples submitted. (*)